Event description:
It was reported that after the right atrial (ra) leadless pacemaker (lp) was fixated, it appeared that the lp was unstable. Low pacing impedance was also observed. The lp was attempted to be redocked to the catheter, but it was unable to be completely docked. Another redocking attempted was performed. During this maneuver, the lp prematurely released from the delivery catheter and dislodged to the femoral artery. A vascular surgery was performed to explant the lp, and a new lp was implanted to resolve the event. The patient was in stable condition. After the procedure, the tethers of the delivery catheter were observed to be stuck in the release position despite not being manipulated during the procedure.